Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the ok/enter button was under responsive and lead to an under-delivery of insulin. The patient had a blood glucose (bg) of 359 mg/dl with nausea. The patient required no unusual treatment. The bg excursion does not meet animas criteria for a reportable event. This complaint is being reported as the unresponsive button issue was not resolved.

Manufacturer narrative:
Follow-up #1: date of submission 12/2/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/20/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The keypad was fully intact and all the keys were fully responsive to user presses. The keypad cover was removed and there was no contamination found under the key contacts. There was no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed and there was no damage to the keypad flex observed.